Event description:
It was reported that the device had loose item inside. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿loose item inside the device¿ was confirmed. On 03-dec-2024, pcu device was received unboxed and with paperwork. External inspection revealed some dents on the rear case. Internal investigation revealed a loose screw inside the device falling off from the 24v switching power supply board. Device to be returned to san diego repair center for normal processing. Recommend bd san diego repair center replace the rear case and re-torque the loose screw to specifications. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.